Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photo investigation revealed that the tibial nail advanced ø12 l 285 inlay was observed to be out of place. It is reasonable to conclude that this condition was caused by the use of other guide size for the implant, which cause the guide to move and misalign the inlay within the implant. Therefore, the reported condition can be confirmed. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø12 l 285 would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: photo investigation: the product was not returned to j&j medtech orthopaedics; however photos were provided for review. The photo investigation revealed that the tibial nail advanced ø12 l 285 inlay was observed to be out of place. It is reasonable to conclude that this condition was caused by the use of other guide size for the implant, which cause the guide to move and misalign the inlay within the implant. Therefore, the reported condition can be confirmed. According to the surgical technique the use of a reaming rod can facilitate reduction, serve as a guide for intramedullary reamers, and aids in keeping bone fragments aligned during nail insertion. Precautions: the tibial nail advanced is cannulated and can be inserted over reaming rods with a diameter of up to 3.8 mm at their widest point. Compatible reaming rods will pass through the dedicated hole on the center of the aiming arm. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tibial nail advanced ø12 l 285 would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction internal fixation (orif) with tibial nail advanced (tna) for tibia. During surgery, it was found out that the reaming rod had not been arranged. The surgeon decided to use a guide rod from another company instead of the ordered reaming rod. After determining the size of the tna to be used, the surgeon checked to see if the guide rod would pass through the tna outside the body. During checking, the proximal polymer inlay misaligned. Although the surgeon tried to put the inlay back to the tna, it was partially broken off. The surgeon did not put the inlay back, and all the proximal inlay was removed; the surgeon decided to use the tna without the inlay. The surgery was completed successfully without any surgical delay. Patient was stable. This report is for a tibial nail-advanced / 12mm 285mm / sterile.